Event description:
Per the clinic, the patient experienced pain around the implant site. Treatment with oral antibiotics (type, dosage and duration not reported) resolved the symptoms. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.